Manufacturer narrative:
The reported events of inability to remove the stylet from the lead and the connector pin becoming detached due to the physician pulling the immobile stylet was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the inner coil and connector cap pulled out of the connector assembly consistent with procedural damage. The cause of the reported event of inability to remove the stylet from the lead was isolated to the bunching of the stripped stylet, ptfe coating and inner coil. The cause of the reported event of the connector pin becoming detached due to the physician pulling the immobile stylet was isolated to procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Abbott is continuing to monitor this issue.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant procedure, difficulty removing stylet from the left ventricular (lv) lead resulted in detachment of the lv lead connector pin. The lv lead was explanted and another implant attempt was made but resulted in the same outcome. The third attempt was successfully carried out by the lead physician resolving the event. The patient was in stable condition. Related manufacturer report number: 2017865-2019-18012.